Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the images were underexposed. The manufacturer representative stated that after they took an image, the image came back very, very dark. The rep stated they adjusted exposure and exposition factors, and the image was still super dark. No patient was present at the time of the event.

Manufacturer narrative:
H3) the manufacturer representative went to the site to test the imaging system. They checked out the doses using the dosimeter and found out the max fluoro doses were out of spec. They recalibrated the x-ray generator and performed the dose test and they were all within spec. They completed both 2d and 3d image quality tests. The system performed as intended. They completed a full system checkout, all tests passed successfully, the system was fully functional and ready for clinical use. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.